Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that breakage of image sensor unit, abnormal electrical continuity of the device due to water invasion, etc. Caused the error to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the malfunction documented in b5, additional issues were found: scope leak test failure which was unable to be taped, distal end plastic cover had a dent, chip, and scratches, a-rubber (bending section cover) glue had a chip, was lifting, and had scratches, restricted forceps passage, restricted brush passage, the image was distorted after aeration, the insertion tube had a couple dents, scratches, and a heavy dent underneath the boot, control body fluid invasion, scope connector was leaking due to loose ethylene oxide valve, was misaligned and missing the lock pin,and had fluid invasion and corrosion after aeration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the bronchovideoscope air tester attachment was broken and unable to attach the air test machine. The issue occurred during reprocessing for a diagnostic procedure. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found: error code b30 (scope communication error) due to fluid invasion at the bcu (body control unit) and scope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.